Event description:
As reported by the user facility: became aware of this event on 4/29 when meeting with leadership. On 4/24, the nurse was changing the bag on her epinephrine infusion and at the patient bedside when the error occurred. The pump alarmed with the 2042 error after the nurse hung the new bag. She was with the patient and was able to change the infusion to a backup pump at the bedside immediately. No harm or change in patient condition occurred as a result of the incident.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Manufacturer narrative:
This complaint has been identified as b braun medical internal complaint number (B)(4). The actual device involved in the reported incident was not returned for evaluation. The logs were provided for review. Log review shows on on 4/23/2025 and 6:07pm a continuing infusion of 481.55ml and rate of 16.51ml/hr (dl: epineph; dose rate .04mcg/kg/min; weight 110.1kg). At 4:33pm ap error codes 0 and 204 were recorded with user confirmation of dose rate .03mcg/kg/min, ap text entry proposal and da 2042. All information concerning this reported incident has been included in our trend analysis of the product line.